Event description:
It was reported the device failed an accuracy test. Event occurred during testing. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event is unknown.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seal to be removed, and a lifted dso seal. There was no evidence in the device's event history log. Three accuracy tests were performed. Upon review, the reported problem was unable to be duplicated. The service history review identified no indication that the complaint was related to a service of the device within the review period.